Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. They physician had difficulty advancing the sheath across the septum during the transseptal puncture (tsp), even though it appeared to be in an ideal location. After advancing the wire and attempting to cross with the sheath, the sheath went smoothly and no effusion was noted. The wds was inserted, deployed and released, without difficulty, on one attempt. Upon viewing the device post release, an effusion was noted. Fluid was accumulating after the was sheath was removed. A pericardiocentesis was performed and the patient vitals were stabilized. The patient was kept in the hospital overnight. There were no further complications.

Manufacturer narrative:
B5: describe event or problem: updated with additional information received h6: impact codes added.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. They physician had difficulty advancing the sheath across the septum during the transseptal puncture (tsp), even though it appeared to be in an ideal location. After advancing the wire and attempting to cross with the sheath, the sheath went smoothly and no effusion was noted. The wds was inserted, deployed and released, without difficulty, on one attempt. Upon viewing the device post release, an effusion was noted. Fluid was accumulating after the was sheath was removed. A pericardiocentesis was performed and the patient vitals were stabilized. The patient was kept in the hospital overnight. There were no further complications. It was further reported that 300cc of fluid was removed and 300cc of red blood was returned to the patient via manual aspiration and autotransfusion. The patient was discharged on a short course of colchicine.